Event description:
Customer reported no reactivity with a pt sample containing anti-e and the untreated e+ cells of vrc120. Treated cells reacted 2-3+. Customer did not perform an extended incubation. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.